Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the tip of the guidewire frayed and detached inside the patient. It is unknown if the tip of the corewire was exposed. The procedure was completed using a second jagtome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the guidewire has the ptfe jacket peeled/torn at proximal section with no fractures noted. The polymer tip at the distal section does not have damages or anomalies. The returned guidewire is not consistent with the report that the distal tip of the guidewire detached into the patient since the polymer tip does not have damages or anomalies¿the guidewire tip is not detached. It is most probable that anatomical/procedural factors could have been generated the failure encountered (jacket peeled). Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagtome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the tip of the guidewire frayed and detached inside the patient. It is unknown if the tip of the corewire was exposed. The procedure was completed using a second jagtome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.